Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reported upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility the device battery melted and smoke was seen. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.